Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads implanted with the same lot number. It was reported the patient had fallen and is experiencing auto-reducing. An sjm representative met with the patient and lead diagnostics showed that both leads have high impedances on all 16 contacts. The sjm representative was unable to resolve the issue. An x-ray has been ordered and physician follow-up is pending.